Manufacturer narrative:
The initial MDR 2432235-2021-00249 was filed on (B)(6) 2021. Additional information ((B)(6) 2021): siemens reviewed the available information and found in the instrument log files a sample clog detected error and sample not detected error were generated. Siemens recommended to replace the dilution cuvettes and perform mixer alignments at the dilution and reaction cuvettes. Performing the maintenance activity resolved the issue. The cause of the falsely depressed microalbumin (ualb) patient sample test results is related to the dilution cuvette maintenance activity. Section h6 adverse event problem codes were updated. MDR 2432235-2021-00248 s1 was filed for the same event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that two falsely depressed microalbumin (ualb) patient sample test results were obtained from an atellica ch 930 instrument. A review of the instrument log files found clot detection errors for the dilution probe and volume check errors for the reagent 1 (r1) probe. Siemens is investigating the event. MDR 2432235-2021-00248 was filed for the same event.

Event description:
Two falsely depressed microalbumin (ualb) patient sample test results were obtained from an atellica ch 930 instrument. The initial test results were not reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument and the repeat test results were reported as the correct results to the physican(s). There are no known reports of patient intervention or adverse health consequences due to the event.